Event description:
Hill-rom rec'd a report from the account stating the bed alarm was not working. The bed was located at the account in the bed storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. Based on this info, no further action is required.